Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. Attempts are being made to obtain the following information. To date, a response has not been received. Should information be received, a supplemental report will be submitted. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. Additional information received: there was no impact on the patient, as the clamp defect was identified when the equipment was opened. We were therefore able to quickly get a new pair.

Event description:
It was reported that during an unknown procedure, the device did not close completely during the stapling of the stomach. Intra-op bleeding on the stapling line. Use of another device to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.